Manufacturer narrative:
Patient information: unk, event date: unk, implant date: unk, a lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
It was reported that a 12.6mm, micl12.6, -7.5 diopter, implantable collamer lens was removed from the patients left eye (os) and replaced with a shorter length lens due to sizing. If additional information is received a supplemental medwatch report will be submitted.